Event description:
It was reported that the balloon ruptured. An agent dcb mr 3.00 x 30mm was selected for treatment of the severely calcified target lesion. During the procedure, the balloon was unable to cross the target lesion and ended up bursting during inflation. The device was removed from the patient and the procedure was successfully completed using another device. There were no patient complications.

Manufacturer narrative:
The returned product consisted of the agent device. A visual examination of the device revealed a 16mm longitudinal tear in the balloon. There were no other damages identified. Based on the reported event details, the inability of the device to cross the lesion was most likely caused by device interaction with a restriction in the challenging anatomy which most likely led to the 16mm longitudinal balloon tear noted during product analysis.

Event description:
It was reported that the balloon ruptured. An agent dcb mr 3.00 x 30mm was selected for treatment of the severely calcified target lesion. During the procedure, the balloon was unable to cross the target lesion and ended up bursting during inflation. The device was removed from the patient and the procedure was successfully completed using another device. There were no patient complications.